Event description:
The customer reported that on (B)(6) 2011 imprecise phosphate results were generated on a unicel dxc 600 synchron system for patients with elevated liver function tests (lft) and total bilirubin results greater that 200. The initial, erroneously low phosphate results were repeated on another instrument which generated results which were more consistent with the patients¿ clinical picture. Additionally some patient samples were repeated at an outside laboratory, which generated results that agreed with the customer's repeat phosphate results. Data provided by the customer involved seventeen patients' phosphate results. Only nine of the patients' results were outside the precision claims of the phosphate assay. The eight precise phosphate results correlated to patients with normal (lft) results. The erroneous/imprecise results were not reported out of the laboratory and hence there were no deaths, serious injuries or changes to patient treatment associated or attributed to this event. Instrument assay quality control results generated during the timeframe of this event were within customer established specifications. No additional system, patient or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) noticed a leak at the top of reagent probe a. The probe & o-ring were replaced. The fse found the sample mixer bearing to be noisy. The mixer and mixer drive assembly were replaced. Although the instrument was repaired prior to returning it back into service, a definitive root cause for this event has not been determined to date.